Event description:
The customer observed falsely elevated architect stat troponin-I results generated for a patient sample. The following data was provided (reference range: >/= 0.1 ng/ml): (B)(6) 2023 sample ID (B)(6) initial result = 0.1 ng/ml, same patient new sample drawn sample ID (B)(6) and result = 0.1 ng/ml, (B)(6) 2023 same patient new sample drawn sample ID (B)(6) and result = 0.32 ng/ml, same patient new sample drawn sample ID (B)(6) and result = 0.1 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Patient identifier complete entry: sample ID (B)(6). The field service representative (fsr) inspected the instrument and determined the arc, probe to be the likely cause of the issue. The probe was calibrated, and the issue was resolved as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(4), or the arc, probe was identified.